Event description:
The report stated the surgeon inserted an aq5010v three piece silicone lens. The lens got twisted as the surgeon was inserting it into the eye and optic tore. The surgeon cut the lens in half and removed it without enlarging the incision. There was no injury to the patient.

Manufacturer narrative:
Concomitant medical products: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - lens work order search. Results: visual inspection of the returned product found both loop haptics and half of optic are torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and four similar complaints were found within the same work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation. (B)(4).